Event description:
Pinnacle flx study it was reported a stroke occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. 81 mg aspirin and 20 mg of rivaroxaban were administered. A 27mm watchman flx closure device was successfully implanted with a complete laa seal and deployed device diameter of 19.8 mm. One day post procedure, the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2019, the patient was diagnosed with an embolic stroke with duration of focal or global neurological deficit more than 24 hours. Four days later, the stroke was considered resolved. No corrective action was taken to treat the stroke. On (B)(6) 2019, the national institute of health (nih) stroke scale was 2. On (B)(6) 2019, the modified rankin scale was 4 (moderately severe). During the event, the patient was on aspirin. On (B)(6) 2019, the patient was brought to the emergency department via emergency medical service (ems) with complaint of sudden onset of dizziness. Neurological examination revealed mild left-sided weakness with minimal left facial droop and cranial nerve testing revealed some ophthalmoplegia. On the same day in emergency room, the patient had computed tomography (CT) of the brain which revealed chronic ischemic white matter disease. There was prominent fluid in the paranasal sinuses and no other acute findings. In the emergency room, the patient had atrial fibrillation with the rate of 114. The patient was placed on cardizem drip and converted to sinus rhythm. That same day an electrocardiogram (EKG) revealed ischemia. Repeat EKG revealed atrial flutter with variable av block, incomplete right bundle branch block. Non-specific st changes cannot rule out inferior wall myocardial infarction (mi). Chest x-ray revealed bibasilar infiltrates which could be due to atelectasis and/or pneumonia. CT head without contrast revealed no acute intracranial findings. CT brain revealed fluid in the paranasal sinuses otherwise no acute disease. The patient was suspected for cardioembolic clot and therapy with digoxin and diltiazem were interrupted. The patient was started on IV fluids and was hospitalized on the same day. National institute of health stroke scale (nihss) was 4 to 6 mostly due to chronic findings. At the time of the event, the patient was on aspirin. Neurology was consulted and was recommended for magnetic resonance imaging (MRI) and magnetic resonance angiogram (mra) of the brain. That same day, MRI revealed multifocal punctate non-hemorrhagic infarcts throughout both hemispheres with at least one ischemic insult within the cerebellar vermix. The nihss score was 4-6. An EKG revealed t-wave inversions and left anterior hemiblock. On jun 10, 2019, mra brain showed stable stenotic lesions principally affecting the posterior cerebral circulation asymmetric to the left side. Duplex carotid ultrasound revealed very mild plaque at the origin of both internal carotid arteries leading to less than 50% stenosis. The patient was transferred to investigational site for transesophageal echocardiogram (tee) evaluation. Neurology consultation was performed and nihss was noted to be 2. Heparin was started due to given possibility of cardioembolic etiology, 81 mg of aspirin was continued. Tee was recommended. On (B)(6)2019, chest x-ray revealed decreased lung volumes with mild basilar opacities likely atelectasis. On (B)(6) 2019, tee revealed no evidence of thrombus or peri-device leak and lvef 65%. No pericardial effusion was seen. On (B)(6) 2019, magnetic resonance spectroscopy (mrs) was 4 (moderately severe). On (B)(6) 2019, transthoracic (tte) revealed lvef 65-70% and no significant pericardial effusion was seen. On (B)(6) 2019, carotid bilateral ultrasound revealed mild bilateral plaque. Mildly elevated peak systolic velocities in the distal left internal carotid artery were favored to be due to tortuosity as no significant plaque in the region was identified on gray scale imaging.the cause of embolic cva was unclear and per neurology, it is cardioembolic in nature. On (B)(6) 2019, the patient was discharged on aspirin. The stroke was considered to be ongoing. It was further reported that on (B)(6) 2019 the patient complained of dizziness which worsens on opening of eyes associated with nausea and rare vomiting with an onset date of (B)(6) 2019. Repeat EKG revealed normal sinus rhythm, left anterior fascicular block, t wave abnormality considering inferior ischemia. Compared to previous EKG, rate had decreased, t wave inversion evident in inferior leads, st no longer depressed in anterior leads, left fascicular block was new. On the same day in emergency room, subject had CT of the head without contrast which revealed chronic ischemic white matter disease, there was prominent fluid in the paranasal sinuses and no other acute findings. A neurology consultation was performed for vertigo, the patient was completely awake and alert, cranial nerve testing did not reveal ophthalmoplegia, minimal left facial droop was noted, motor system testing reveals left hemiparesis which was spastic in nature, deep tendon reflexes elevated on the left, cerebellar testing revealed no frank ataxia with finger-nose-finger testing on right. On (B)(6) 2019, MRI revealed multifocal punctate non-hemorrhagic infarcts throughout both hemispheres with at least one ischemic insult within the cerebellar vermix. On (B)(6) 2019, the patient was hospitalized in a different facility. On (B)(6) 2019, telemetry revealed normal sinus rhythm and therapy with digoxin and diltiazem were interrupted. Neurological examination revealed left hand contracture, mild left facial droop, no sensation to tough on the left upper extremities, however, retains sensation to pain.

Event description:
(B)(6) study. It was reported a stroke occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. 81 mg aspirin and 20 mg of rivaroxaban were administered. A 27mm watchman flx closure device was successfully implanted with a complete laa seal and deployed device diameter of 19.8 mm. One day post procedure, the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2019, the patient was diagnosed with an embolic stroke with duration of focal or global neurological deficit more than 24 hours. Four days later, the stroke was considered resolved. No corrective action was taken to treat the stroke. On (B)(6) 2019, the national institute of health (nih) stroke scale was 2. On (B)(6) 2019, the modified rankin scale was 4 (moderately severe). During the event, the patient was on aspirin. On (B)(6) 2019, the patient was brought to the emergency department via emergency medical service (ems) with complaint of sudden onset of dizziness. Neurological examination revealed mild left-sided weakness with minimal left facial droop and cranial nerve testing revealed some ophthalmoplegia. On the same day in emergency room, the patient had computed tomography (CT) of the brain which revealed chronic ischemic white matter disease. There was prominent fluid in the paranasal sinuses and no other acute findings. In the emergency room, the patient had atrial fibrillation with the rate of 114. The patient was placed on cardizem drip and converted to sinus rhythm. That same day an electrocardiogram (EKG) revealed ischemia. Repeat EKG revealed atrial flutter with variable av block, incomplete right bundle branch block. Non-specific st changes cannot rule out inferior wall myocardial infarction (mi). Chest x-ray revealed bibasilar infiltrates which could be due to atelectasis and/or pneumonia. CT head without contrast revealed no acute intracranial findings. CT brain revealed fluid in the paranasal sinuses otherwise no acute disease. The patient was suspected for cardioembolic clot and therapy with digoxin and diltiazem were interrupted. The patient was started on IV fluids and was hospitalized on the same day. National institute of health stroke scale (nihss) was 4 to 6 mostly due to chronic findings. At the time of the event, the patient was on aspirin. Neurology was consulted and was recommended for magnetic resonance imaging (MRI) and magnetic resonance angiogram (mra) of the brain. That same day, MRI revealed multifocal punctate non-hemorrhagic infarcts throughout both hemispheres with at least one ischemic insult within the cerebellar vermix. The nihss score was 4-6. An EKG revealed t-wave inversions and left anterior hemiblock. On (B)(6) 2019, mra brain showed stable stenotic lesions principally affecting the posterior cerebral circulation asymmetric to the left side. Duplex carotid ultrasound revealed very mild plaque at the origin of both internal carotid arteries leading to less than 50% stenosis. The patient was transferred to investigational site for transesophageal echocardiogram (tee) evaluation. Neurology consultation was performed and nihss was noted to be 2. Heparin was started due to given possibility of cardioembolic etiology, 81 mg of aspirin was continued. Tee was recommended. On (B)(6) 2019, chest x-ray revealed decreased lung volumes with mild basilar opacities likely atelectasis. On (B)(6) 2019, tee revealed no evidence of thrombus or peri-device leak and lvef 65%. No pericardial effusion was seen. On (B)(6) 2019, magnetic resonance spectroscopy (mrs) was 4 (moderately severe). On (B)(6) 2019, transthoracic (tte) revealed lvef 65-70% and no significant pericardial effusion was seen. On (B)(6) 2019, carotid bilateral ultrasound revealed mild bilateral plaque. Mildly elevated peak systolic velocities in the distal left internal carotid artery were favored to be due to tortuosity as no significant plaque in the region was identified on gray scale imaging. The cause of embolic cva was unclear and per neurology, it is cardioembolic in nature. On (B)(6) 2019, the patient was discharged on aspirin. The stroke was considered to be ongoing.